Event description:
It was reported by service report that the foot end section would not raise up. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.